Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4 batch #: x94y7l. A manufacturing record evaluation was performed for the finished device batch x94y7l, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot x9594y, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2023 b3: event year only reported: 2023 d4 batch #: x9594y additional information was requested and the following was obtained: "it was reported that the upper jaw of the product was fractured during the surgery. Since the case was continued by opening a spare product, no adverse events occurred in the patient." Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the upper jaw detached and returned. Additionally, it was received with the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of this damage could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch x94y7l, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the jaw of the product was broken.